Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 01-feb-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus 33g lancets. Customer stated that both the lancets and the lancet needles were bent. The package had not been open or damaged when received by the customer. The customer has been using the lancets out of this package for one month. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 18-may-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: lancets were returned for evaluation. Lancets were forwarded to supplier quality to contact the manufacturer. Internal evaluation was performed by the manufacturer and defect found: bent lancet. The manufacturer issued a CAPA and scar 22-004 was assigned per thi qa supplier. No abnormalities found in device history record. Root cause: rc-075: supplier manufacturing defect.